Event description:
Additional information received reported that the revision was done 2014-(B)(6) and the lead was replaced with a new lead. It was noted that the impedances were now ok and the patient received effective therapy. It was noted that the explanted lead was sent for analysis.

Event description:
It was reported that there was high impedance of over 4000 ohms on electrodes 0, 1, 2 and 3. It was noted that the patient was reprogrammed as a result of the event. It was noted that the physician would plan a revision. It was noted that the patient was alive with no injury at the time of the report and there were no further symptoms or complications associated with the event. Additional information received reported that the health care professional (hcp) had not yet set a date for the revision; it was not known at the moment, not even indicatively when it would be done. It was noted that the patient received a sufficient effective therapy, with the programming excluding the electrodes that showed high impedances. Additional information received reported that there was not yet news of a revision.

Manufacturer narrative:
Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found that the distal end conductor was broken. It was noted that the #5 conductor was broken 4 centimeters from the distal end. It was noted that the #6 and #7 connector sleeves were corroded.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead (B)(4).